Manufacturer narrative:
One used neonatal tracheostomy tube was received for evaluation. As received, a partial occlusion was observed on the inner diameter of the shaft. In attempts to better visualize the partial occlusion the tube was cut open. The occlusion was confirmed to be attached to the shaft itself and appears to be parent material. The reported issue was confirmed. The probable cause is due to an errant solvent error during manufacturing in tijuana. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach placed. Unable to pass suction catheter. Ent scoped and noted obstruction inside trach tube. There was patient involvement and there was no patient harm. Event occurred during immediate on use at the hospital, and it was operated by a health professional. The patient initial is sh, a female. She 3-month-old, 5.52 kg. She was a non-hispanic/latino, and a white.